Manufacturer narrative:
(B)(4).

Event description:
The dentist reported 4 yrs. And 5 months after the dental implant was installed in intraoral region #11, it was verified its' loss of osseointegration. 50ncm of primary stability was achieved and immediate load was not performed. Patient had bone type ii.